Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparo-uro procedure, when the device was used for about two hours, the cutter did not return. They tried to clean it, but the trigger did not move. Another device was used to complete the procedure. There was no patient injury.